Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device shut off during the procedure and would not turn back on. The device was no longer cutting and sealing the branches and caused bleeding. The power supply used in the case had been beeping as normal but then started to fade out when the hemopro 2 was no longer activating. It appeared that the power supply was not receiving an ample supply of energy to cut and seal the branches. An add¿l incision was made and a clip was placed on the unsealed branch that was bleeding. The hospital did not report any add¿l pt effects. The hospital will reportedly not be returning the product in question. Refer to medwatch number: 2242352-2012-00655 for the related report.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).